Event description:
It was reported that there was a poly exchange of a total knee arthroplasty done in 1994.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.